Event description:
It was reported that the pump was discovered to be "upside down during the refill procedure". The pump was "surgically rotated" back into its original position in 2008. The cause of the inversion of the pump was unknown. The pump contained gabalon programmed to deliver 180 mcg/day. The patient recovered without sequela.

Manufacturer narrative:
.

Manufacturer narrative:
Concomitant product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
The pump was manually reverted to its former orientation on (B)(6) 2008. The healthcare provider assessed the causal relationship of this event to the catheter, but not to the pump, programmer, or technical handling. However the causal relationship was also reported as unrelated to the product, pump, catheter, programmer, and technical handling. The exact cause of reversal of the pump in the abdomen, which occurred in (B)(6) 2008, could not be identified; however, it was inferred that the pump was not completely fixed or some other factors such as the patient's body movements might have induced the event. The healthcare provider assessed the event as non-serious.

Manufacturer narrative:
The evaluation conclusion code was corrected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.